Event description:
(B)(6) was having a hard time unlocking the caster on the hana table (B)(6) she informed me that they had one caster that was really hard to unlock with her foot and that she bent down and pulled up with her hand to unlock it and cut her hand. She filed out an injury report at work. Went out to hospital and indeed one of the casters does stick and is difficult to unlock.